Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4), description:precision spectra implantable pulse generator model#: sc-9218-15 serial #: (B)(4), description: precision m8 adapter, 15cm; model#: sc-4316 lot #: 17932424 description: next generation anchor kit-sterile. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had developed a full body infection. It was noted that the occipital lead had become exposed on the skull. An unknown medication was given to treat patients staphylococcus aureus infection. The patient underwent an explant procedure. No further information could be obtained.